Manufacturer narrative:
(B)(4). Corrected: describe event or problem, event problem codes. Concomitant medical products ext-bf shoulder-anatomic/primary-unk-humeral-head, ext-bf shoulder-anatomic/primary-unk-glenoid-component if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00805, 0001822565-2018-00806.

Event description:
It is reported that the patient underwent shoulder arthroplasty revision due to an adverse reaction that the patient was experiencing, including pain and bone deterioration, to the implants. The surgeon opted to treat the case with a temporary cement spacer. The surgeon plans to further treat the patient with custom implants on a later date. No additional patient consequences are reported.

Manufacturer narrative:
(B)(6). The complaint sample could not be evaluated and the reported event could not be confirmed. A device history record review could not be performed as the lot number of the device involved in the event is unknown. A review of the complaint history could not be performed as the part and lot number are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Event date - (B)(6) 2017. Date explanted - (B)(6) 2017. Product return - the customer has indicated that the product will not be returned to zimmer biomet for investigation, as the devices were discarded.

Event description:
It is reported that the patient underwent shoulder arthroplasty revision due to an adverse reaction that the patient was experiencing, including pain and bone deterioration, to the implants. The surgeon opted to treat the case with a temporary cement spacer. The surgeon plans to further treat the patient with custom implants on a later date. No additional patient consequences are reported.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient had an initial left shoulder arthroplasty on unknown date. Subsequently, the patient was revised due to infection. Attempts have been made and additional information on the reported event is unavailable.